Event description:
The pt was experiencing atrial fibrillation (af) and had been scheduled for a cardioversion procedure. In preparation for the cardioversion, the ICD was interrogated and it was noted then that the battery had reached end-of-life within six months. The early battery depletion is explained by the 482 aborted shocks that had occurred due to noise reversion. Real-time electrograms showed the pt in af without noise. Stored electrograms, however, showed noise occurring each time the lcd began to charge for the af rate. The ICD responded appropriately to the noise but the source of the noise is unknown. The pt is currently on drug therapy to minimize episodes of atrial fibrillation. His ICD has been programeed to bradycardia pacing only the battery voltage is at 2.45 volts which is sufficient to ensure proper pacing.